Event description:
Complainant alleged that while attempting to monitor a pt (age and gender unknown), the device was not able to detect an ECG signal and displayed a "leads off" message. There was no adverse effect to the pt as a result of the reported malfunction.